Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection of the top cover found it was in overall good physical condition. A little dirty from normal usage wear. Monitor flips up and down and holds in place. Front and back lids in place. Lids open and close with no issues. There was no physical damage that was related to the reported complaint. Analysis of the device confirmed the display screen was only a white screen. The top cover (display assembly) was replaced. The system was tested and passed full functional and electrical safety testing with the new top cover in place. The issue was most likely due to an electrical failure within the top cover (display assembly). Based on a thorough review of the reported complaint, the most probable cause for this complaint is considered cause traced to component failure.

Event description:
It was reported that during a procedure with a patient under anesthesia, the display screen became white and the procedure had to be cancelled. There were no patient complications.

Event description:
It was reported that during a procedure with a patient under anesthesia, the display screen became white and the procedure had to be cancelled. There were no patient complications.